Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of a faulty reservoir. The customer's blood glucose reading was 380 mg/dl. The customer stated that there are air bubbles in the reservoir. The customer was advised to change the set and to put air in the vial of insulin before it draws out. The customer was advised to inquire of insulin is at room temperature because if it is not, the pump can gas out and cause bubbles.